Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available. Serial specific voluntary recall was initiated for the mako integrated cutting system (mics) within scope of a CAPA. The initial root cause analysis determined that the process for characterizing mics handpieces for specific serial numbers deviated from its qualified state at the time of validation. The CAPA investigation is currently in progress and an updated communication will be submitted upon completion of the investigation.

Event description:
Mics had no power when going to cut bone. Surgical delay > 30 minutes. Case type / application: pka (mics).

Manufacturer narrative:
Correction: upon further review it was noted that this event does not meet the criteria of a reportable event. Although the serial number is in scope of serial specific voluntary recall; pfa 2514204, the reported failure mode is not in scope of the recall. This event is covered under total knee arthroplasty mako system under hazardous situation " system experiences unrecoverable malfunction".

Event description:
Mics had no power when going to cut bone. Surgical delay > 30 minutes. Case type / application: pka (mics).

Event description:
Mics had no power when going to cut bone. Surgical delay > 30 minutes. Case type / application: pka (mics).

Manufacturer narrative:
Upon further review it has been determined that this event is not reportable. The awareness date of this event is after this device was received and repaired by the manufacturer, which makes this event out of scope of recall z-0472-2021; therefore, this MDR is being cancelled. The event is covered under the partial knee arthroplasty mako system risk table, hazardous situation ¿user is not provided adequate indication for registration confirmation¿ that the highest potential severity of harm is s1.